Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 97 mg/dl. The customer reported that the device was exposed to water. Customer stated he went swimming with the pump. Customer reported there is fluid under the lcd display and there are some scratches on the screen. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was offered replacement pump to be send out.